Event description:
Customer reported a chip in the battery casing of the insulin pump and condensation inside of the screen. She also stated that the spring did not load properly when inserting a new reservoir and that the insulin pump had required frequent battery changes. She also stated that the buttons would stick and that she received unexplained no delivery alarms. The blood glucose reading was not given. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.